Event description:
The customer reported that the unit displayed a shock equipment malfunction message.

Manufacturer narrative:
The customer reported that the unit displayed a shock equipment malfunction message. The device was evaluated at philips, and the failure was confirmed. Replacing the therapy pca resolved the issue.